Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 28jul2022 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of the pocket not on bus was confirmed during fse testing and subsequently confirmed during dchu investigation process. According to work order (B)(4), the field service engineer reported that main drawer 3.1 row b was not detected on the bus, and the errors were confirmed on the screen. The retractor band was replaced, after which the system was restarted and no errors were observed. All rows and cubies were tested and detected correctly on the bus, and the drawers were opened and closed without issues, finally, the pharmacy technician performed functional testing and reported no problems. During dchu visual inspection p/n 353844-01: the assy retractor dwr hh cubie received was visually inspected under microscope, as a result copper strands were observed in contact with adjacent copper strands whit associated thermal damage detected, no other anomalies were detected. During dchu testing p/n 353844-01: no dchu testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.1 pocket b5 was not detected on bus and unable to recover. As per part investigation, it was determined that copper strands were in contact with adjacent copper strands which associated thermal damage. There were no adverse events or injuries reported based on this event.